Event description:
Male, 8 years old, type 1 diabetic uses dexcom g7 to monitor his blood glucose levels. Dexcom g7 which has a 10 day life displayed a sensor issue on day 5 for longer than 3 hours so it was replaced.